Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all repairs on serial number (B)(4) prior to 26 march 2019, the device was noted to have been previously repaired three times, the last repair being for preventative maintenance reported on 22 january 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 26 march 2019, it was reported from flextronics international kft that a dermatome needed recalibrated and had a bad air connection. A zimmer air dermatome serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device on 20 march 2019 noted that the dermatome was out of calibration at the zero setting and that a part on the swivel was missing. The device was measured to be running below motor speed specifications. Repair of the device occurred on 1 april 2019 and involved recalibrating the device and replacing the swivel. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the device was out of calibration at the zero setting and that the swivel was missing a part, which would cause the dermatome to not connect properly and therefore not allow for proper air pressure to be provided to the device, it cannot be determined from the information provided as to what caused these issues to occur. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet contractor for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device re-calibrated, defective air connection replaced. One of two pins was missing from the swivel (air connector). The malfunction was found during diagnosis. No adverse events were reported as a result of this malfunction.